Manufacturer narrative:
4307- intuitive surgical, inc. (Isi) received the mcs tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint of "the mcs tip cover accessory was damaged due to arcing and had holes/tears on the gray silicone area." The distal end of the mcs tip cover exhibited localized melting, which is indicative of arcing. The tip cover was also found to have tearing at the distal end. Tears were perpendicular and not axially aligned with the tip cover. The tear measures approximately .262" length. No pieces were missing. There are no signs of thermal damage present at the end of any tears. Upon further testing, the tip cover was noted to have marks and grooves on the distal end. Additional information not reported by site was noted: the tip cover exhibits marks and grooves on the distal end. This failure is commonly caused by mishandling/misuse.

Manufacturer narrative:
Isi has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the mcs tip cover accessory was damaged due to arcing and had holes/tears on the gray silicone area with no evidence or claim of user mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory for the monopolar curved scissors (mcs) instrument was noted to be torn. As a result, arcing was observed, which led to superficial burns on the patient's perineum. Several areas were found to be coagulated on the posterior face of the uterus, which indicated poor insulation of the tip cover. The instrument was immediately removed. The small intestine was inspected and no signs of punctures or thermal burns were noted. The burns were noted to be superficial and did not require a prolongation of the patient's stay. No further complications were reported. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained additional information regarding the reported issue: the mcs tip cover was inspected prior to use. The surgeon was using the integrated electrosurgical unit (iesu), which was set at level 4 for cut and coagulation. The surgeon was performing a recto-sigmoid resection and the arcing was noted while dissecting the anterior face of the rectum. The mcs instrument was pressed against the vagina and uterine body at the time. The surgeon was also using a fenestrated bipolar forceps instrument at the time and noted that the instruments probably collided because the mcs instrument was used in a bent position. The collisions were noted to not be excessive though. There were an "impressive" number of superficial burns, but there were no adverse consequences to the patient. No repair or medical intervention was administered. The procedure was completed robotically. The patient was seen 1 month post-operative and no issues were reported. The surgeon believed that he might have created micro-breaks in the tip cover due to extreme movements of the mcs instrument. The surgeon then believed that the cautery energy widened the breaks by melting the sides of the tip cover slightly. The patient was reportedly stable.